Event description:
It was reported that the patient was transplanted. Whether the outcome was device or therapy related was not provided by the customer. Additional information is unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) and the event(s) that prompted the transplant could not be conclusively established. Multiple attempts were made to obtain additional information regarding the event as well as the pump's return status; however, no additional information was provided, and the pump has not been returned to date. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.